Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer reported that sensors and transmitter was now flashing red. Customer stated the sensor cut out last night. Patient's blood glucose at time of incident was 50mg/dl. Patient's current blood glucose was 52mg/dl. The patient treated by glucose tablet. Patient has been experiencing low blood glucose. Customer stated he sometimes overdoses on the insulin which causes his blood glucose to lower. Based on customer report customer does not allege pump was over delivering. The customer also received replace battery alarm. Previously blood glucose was 90mg/dl and 62mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.